Manufacturer narrative:
(B)(4). Film evaluation results are: a review of returned pre-implant CT¿s. The images were non-contrast; therefore, measurements are approximate and unable to perform any flow lumen or thrombus assessment. The patient had a bi-lobal aaa as well as an aneurysmal right common iliac artery. The more proximal aaa max diameter measured 3.3cm and the distal aaa max diameter was 3.8cm. The diameter of the rcia which was continuous with the distal aaa measured 3.3cm. The proximal neck diameter just below the renal arteries measured ~ 25mm, and the neck and was essentially straight. The proximal neck, aaa¿s, and iliac arteries were all extensively calcified. A stent was seen positioned within the mid-rcia and extended to near the iliac bifurcation; the stent od measured ~11 x 12mm and was 2cm in length. The right internal iliac was coiled. The diameter of the left common iliac artery ranged from 17 ¿ 11mm, and a 12mm od x 3cm length stent was seen placed from near the left iliac bifurcation extending into the left external iliac. Review of CT¿s 6 week¿s post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest left renal artery and the proximal od measured ~24mm. The infrarenal neck and aortic body were essentially straight. The contra limb was implanted into the left common iliac artery; the distal end of the contra limb landed ~1.5cm from the proximal end of the previously implanted stent. The ipsi limb on the right side was extended with another limb into the right external iliac artery; covering the right internal which had been coiled. The right iliac artery stent previously seen on pre-implant films was not observed within the rcia, and was instead seen within the bifurcate aortic body. One end of the stent was ~2cm below the bifurcate proximal graft margin, and the distal end of the stent was just superior to the flow divider near the origin of the left/contra limb. The stent measured ~10mm od x 2cm long and was possibly free-floating within the aortic body. A slight amount of thrombus (1 ¿ 2mm thickness) was observed along the wall of the bifurcate aortic body, as well as along the wall of a portion of both the right/ipsi limb and left/contra limb. No stent grafts kinks or compression was observed, and distal to the limbs no th rombus or occlusion was noted. However, the left internal artery did not appear patent at the iliac bifurcation, but resumed distally via collateral flow. The max diameter aaa measured 3.5cm (near the level of the flow divider), 4cm across the distal aaa, and the max diameter rcia measured 3cm. No endoleak or other issues were observed. The cause of the stent becoming dislodged from the right common iliac artery and ending up within the bifurcate aortic body could not be determined from the films provided. Images during implant were not provided. Pre-implant the stent was seen implanted within the aneurysmal rcia, and it is possible that this stent may not have been firmly attached to the vessel and somehow became dislodged and was pushed up into (or above) the bifurcate during the implant of the stent grafts. It is possible that the minor thrombus noted within the devices may have been caused by flow disturbances due to the stent free-floating within the aortic body. The likelihood of potential embolic events due this floating stent is uncertain. Current angio¿s were not available; therefore, the current dynamics of the detached stent <(>&<)> blood flow could not be assessed from the CT¿s provided.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 4.2cm abdominal aortic aneurysm. It was noted by the physician that a recent CT indicated that it was possible that during the index procedure a stent in the right common iliac was dislodged and moved proximally during the index procedure. No events were identified during the index procedure; however, the physician stated that it was possible that the stent was under deployed on a focal narrowing area of the iliac artery and the right common iliac was also aneurysmal. No information is available on the brand name and implant date for the stent. The physician believes that it is a 8-10mm and probably a bare stent placed at another facility. The stent is now free floating in the endurant body, near the flow divider. The physician did not want to take any further action as it was not causing any problems and another procedure would add unnecessary risk. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.